Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log related to the customer's complaint. Functional testing was performed, and the reported issue was not duplicated. The device tested normally at the time of evaluation. A probable cause was not able to be identified. No action was taken.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not trigger a downstream alarm. The event occurred during testing.